Manufacturer narrative:
The subject device was returned to olympus for evaluation. It was confirmed that the tip of the grasping surface was deformed and peeled, and the metal part was exposed. Also the tip of the probe was burnt. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the grasping surface becomes severely worn and metal part becomes exposed when the output is continuously activated while the grasping section is closed without grasping any tissues. The instruction manual of this device indicated below. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. Please cross-reference the following report:8010047-2016-00030.

Event description:
Three t3905 devices were used during a procedure of the excision of the anal fistula. The probe of the first t3905 broke and fell off into the patient's body, and the fragment was retrieved from the patient's body, the tip of the grasping surface of the second t3905 device was deformed. The procedure was completed with the third t3905 device. There was no patient injury reported. This report relates to the second t3905 device.